Event description:
Rptr opened new pump tubing and found tubing crimped in 2 places. Fluid would not flow through. Opened second fackage and found the same problem. The primary IV pump set was thrown out.